Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that 22 days after the dental implant was installed in intraoral region 5#, its non-osseointegration was observed. In addition, 20ncm of primary stability was achieved and the patient presented insufficient quantity/quality (bone type iii).